Manufacturer narrative:
A ge representative evaluated the system and reseated the mcu board, and manually moved the c-arm, which fixed the problem. System operates as intended.

Event description:
Customer reported the system is displaying a motion error. No patient injury was reported.